Event description:
The ge oec 9800 fluoroscopy system was reported to have image quality issues.

Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the image quality issue, but suspected the sys interconnect cable may be defective. The interconnect cable was removed and replaced, all pcbs were re-seated and power and voltages confirmed to specification. The sys was tested and found to be operating as intended and released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure. This issue was found during routine physicist testing and adjustments made as requested.